Manufacturer narrative:
One infusion pump was returned for evaluation. Upon power up of the device, there was a continous alarm. The customer's complaint was verified. The root cause was determined to be the pwa, and it was then replaced.

Event description:
Information was received that a smiths medical ms3 infusion pump had alarmed "out of box". No patient injury resulted.